Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the rep was notified on may 3rd, 20, 2019. A revision was not yet scheduled.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer representative, regarding patient's implantable neurostimulator (ins). It was reported that the ins is "flipped up" on its edge since implant (B)(6) 2018 and it makes it difficult to recharge. Patient's doctor told her to talk with the manufacturer rep about replacing with an ins that does not require recharging. Patient talked to a rep about 10 days ago and he said he would talk to the doctor but patient has not heard anything back yet. The revision was not planned at the time of the report. No symptoms were reported and no further complications were reported/anticipated. 2019-may-06 additional information was received from the rep. It was reported that the cause was unknown. Rep notified the hcp office and was waiting to hear back if they will revise. The issue was not resolved at the time of the report.